Manufacturer narrative:
Manufacturer's investigation conclusion: the report of lvad fault alarms and elevation in pump power was confirmed based on the submitted log files. The controller log files showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the reported lvad fault alarm activated. Based on the captured power values and the data on the lvad log files, the pump was operating normally at the set speed during these events. The log files also showed the reported increase in pump power from the 3-4w range to the 5-6w range. Both the lvad fault events and increase in pump power appeared to be caused by an issue with the current monitoring circuit on board the pump. The specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the ed with lvad fault alarms and increased power. Review of the log files confirmed the reported lvad fault alarms. The lvad fault is a problem on board with the pump. The pump stops captured in the event log file are not real pump stops, they are false indications due to the lvad fault. The lvad fault is also causing the increased power. Other than these events, the pump appeared to be functioning as intended. It was said no action was needed.